Manufacturer narrative:
Device eval: customer has not yet returned the device to the MFR for device eval. When and if, the device becomes available and is returned and evaluated, the MFR will file a folow-up report detailing the results of the eval.

Event description:
The reporter stated that the unit was infusing too fast. There was no pt injury or treatment associated with this event.